Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. The patient experienced recurrent infections and inflammation of the left side of the stomach with pain. The patient also experienced an over active bladder with urinary retention and frequency. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.